Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on 25 january 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure (laac) procedure using a 14f amulet steerable delivery sheath. The patient was taking an anticoagulant. The sizing of the device was determined by transesophageal echocardiography (tee) measurements. The patients' activated clotting time (act) levels were above 250 seconds and heparin was administrated. During deployment, the 25mm deemed too large, and a new 22mm amplatzer amulet left atrial appendage occluder was chosen. There was additional product experience other than mis-sizing occurred and the 25mm device was removed from the patient prior to release. The same delivery system was used to implant the 22mm amulet. During the deployment, a thrombus was noted in the distal laa. The act level of the patient was 276 seconds. The procedure was aborted, both the sheath and device were removed. The physician mentioned thrombus was attached and did not interact with the amulet. Heparin was given and thrombus was monitored in room on tee until it was resolved. The patient was reported stable.

Manufacturer narrative:
An event of thrombus noted in distal laa was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the same delivery system was used to implant a 22 mm amulet occluder that was used to implant a 25 mm amulet occluder which deemed too large. Please note per the instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."